Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was selected for treatment. However, when the physician was planning to introduce the stent, the patient experienced ventricular tachycardia. This caused the patient to start moving, and as the stent was being advanced, the shaft of the stent got broken. The procedure was completed with a different device. No patient complications were reported.